Event description:
Procedure type: lobectomy. According to the reporter: during the third fire of the idrive with egia60axt in a lobectomy, the device stopped working. Surgeon pushed the blue button again, but nothing changed. Surgeon removed the device from the tissue by pushing release button. Then, the surgeon used the idrive with egia45amt, but the device stopped firing after advancing approximately 1 cm. He removed device from the tissue by pushing release button. A new egia45amt was opened, and it worked properly but the stapling speed slowed down. The operating time was not extended. The staple line was resected and re-stapled with another device. The patient is currently in good status. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).